Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited pocket infection and high thresholds. Reportedly, the patient had a chronic atrial fibrillation; hence, the right atrial (ra) lead was capped. Moreover, the patient had an occluded left subclavian vein and a known hematoma that was healing but subsequently worsened and led to device erosion. There was required intervention for this lead. The patient was under chronic anticoagulation therapy. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture updates on h6: patient codes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited pocket infection and high thresholds. Reportedly, the patient had a chronic atrial fibrillation; hence, the right atrial (ra) lead was capped. Moreover, the patient had an occluded left subclavian vein and a known hematoma that was healing but subsequently worsened and led to device erosion. There was required intervention for this lead. The patient was under chronic anticoagulation therapy. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.